Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Event description:
Reportedly, the patient has "significant pain and major nerve problems and has [patient] constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Year of implant: 2007. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: l2-l3 instability. The patient underwent the following procedures: minimally invasive l2-l3 transforaminal lumbar interbody fusion with mesh implantation and pedicle screw fixation. As per operative notes, ¿bmp sponges had been prepared in the standard fashion and the cage was packed with the sponges. A cancellous allograft had been soaking and I packed a large amount of cancellous allograft along with sponges into the disk space and then tamped in the implant for an excellent fit. I confirmed that this was a vigorously decorticated and then packed some additional bone and bmp sponges in the space.¿ no intra-operative complications were reported.